Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged particles in airway from device and also alleged of shortness of breath and headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged particles in airway from device and also alleged of shortness of breath and headache. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of discoloration with thermal stress on the top panel of the case,bottom, front, and back panels, blower motor sounded restricted, multiple spots looks like tobacco, heavy tobacco like contamination in the inlet port and all throughout the airpath on the blower box, the iso port and o ring were black with tobacco like contamination,tobacco like contamination all over the inside of the blower motor. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with discoloration with thermal stress on the top panel of the case,bottom, front, and back panels, blower motor sounded restricted, multiple spots looks like tobacco, heavy tobacco like contamination in the inlet port and all throughout the airpath on the blower box, the iso port and o ring were black with tobacco like contamination,tobacco like contamination all over the inside of the blower motor. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.